Event description:
It was reported that "physician has decided the iab therapy with ultraflex iab catheter 40cc & maquet iabp. After positioning the iabc in place, they started the iab therapy. Incomplete unwrapping of the balloon was found from the segment between distal tip of the balloon catheter for about 5cm long, which unable to inflate at all. Physicians then tried to gradually lower & increase the augmentation volume and still failed to inflate the distal part. Manual inflation by syringe was also performed and failed eventually. At the end, physicians decided to open new set of iab catheter and the new one works fine after replacing". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.